Manufacturer narrative:
Sc-2218-50 (s/n (B)(4)): the complaint was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Four cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. No exposed cables. Sc-2218-50 (s/n (B)(4)): the complaint of high impedance was not confirmed. The lead passed impedance test. The lead was also rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint sc-4316 (lot # 18165623): visual inspection revealed 4 eyelets were fractured and exhibited missing silicone.

Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a fall and the stimulator had not worked well since that time. High impedances were noted and patient had inadequate stimulation. The patient underwent an explant procedure. The physician did not believe it was fall related. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the physician believed that nothing was left inside the patient's body.

Event description:
A report was received that the patient will undergo an ipg explant procedure for an unknown reason.